Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient suffered from a neck fracture of the modular hip joint endoprosthesis. (B)(6).